Event description:
It was reported that the probe broke off into the patient's liver while doing a ablation. There was adverse impact on patient/user reported.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2026 b3: event year only reported: 2026 d4 batch #: unknown attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: the event description states "the probe broke off into the patient's liver while doing a ablation" what part of the device broke off? What efforts were made to locate the broken device? Was the broken piece retrieved from the patients liver? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 3/13/2026. Call home revealed reflected power errors. No device will be returned to neuwave for further investigation. Potential cause unknown. A search of nonconformities (ncs) was performed for lot ml23068340. There were no observed nonconformities for this lot.